Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, one re-sheath was performed due to implant depth was too high. The valve was implanted at a depth of 4.2mm on the non-coronary cusp (ncc) and 3.4mm on the left coronary cusp (lcc). After the implant a mild perivalvular leak was noted and a post-implant balloon valvuloplasty was performed with a 26mm non-abbott balloon. After the implant, a new left bundle branch block (lbbb) was noted on electrocardiogram (ECG) and a hypotension was also noted. The patient was treated with 750 ml intravenous nacl. In the night, patient shoed a complete heart block. On (B)(6) 2025, ECG showed a right bundle branch block (rbbb) and the patient had expressive aphasia, which got resolved, interpreted as a transient ischemic attack (tia)/ minor stroke in the left middle cerebral artery territory with no reperfusion options. On (B)(6) 2025, the patient had a pacemaker implantation and the reported discharged.

Event description:
N/a.

Manufacturer narrative:
An event of perivalvular leak (pvl), heart block, transient ischemic attack, and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as medication was administered, post-implant dilatation was performed and eventually a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.